Event description:
On 7/9/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/9/24. The user's grandmother informed the cds that the user experienced a bg of 25 mg/dl at daycare. The user was reported to be " barely awake and not very with it and dosing off." Daycare staff treated the low bg with honey and juice. The grandmother mentioned the user's bg was low before breakfast. She treated the low but announced a "less than" breakfast meal even though the user was eating their usual because of the lower bg. The cds reviewed proper treatment of low bg prior to meals and proper announcement based on carb amount. On 7/9/24 a beta bionics customer care agent followed-up with the user's mother about the event. The mother confirmed the low bg lasted 30 minutes and was treated with honey and juice. The user's mother, a nurse, provided assistance, and daycare workers also helped.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Evidence of inconsistent meal announcements was found in the engineering logs. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a misunderstanding and misuse of the meal announcement feature, leading to a prolonged period of hyperglycemia and therefore increasing the risk of hypoglycemia. In addition, there is a pattern of over-treating hypoglycemia, which, especially when combined with misuse of the meal announcement feature, can lead to maladaptation of the device and likely contributed to the severity of this event.